Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, after the healicoil's distal anchor was locked, the orange dial could not be turned when the proximal anchor was half inserted into the bone tunnel, and the device would not work. The distal anchor was destroyed and removed from body. The procedure was completed with a non-significant surgical delay using a back-up device in the original drilled bone hole. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned with a patient label showing the batch number of the complaint. The distal anchor was returned, off the inserter, with the distal plug inside of it. The proximal anchor is on the inserter but the ribs have been damaged. There is also an additional piece of broken plastic returned. The color doesn't match any of the anchors or plugs. It has some suture fibers stuck to it. A functional evaluation was performed on the returned device and showed knob one moved forward and back. Knob two moved the anchor forward and back. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.